Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened and 1 opened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in warehouse. Received two closed samples and an open unit with the needle detached from the thread, it looks like the sample has been used and there is no pack available. Tightness test to the two closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: australia. The needle detached from the thread.